Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation of the log files of the artis system showed that an error occurred on the image hard disk during a paging operation. The imaging acquisition system a (ias-a) became unavailable and as a result the system went into bypass fluoro mode where only continuous fluoroscopic imaging with reduced image quality is available. In this mode the acquired scenes cannot be saved and reviewed. The root cause for the defect of the ias-a image drive could not be determined, however, replacement of the ias-a resolved the problem. No systematic issue could be identified and no further corrective action is planned at this time.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego system. During a procedure, when the doctor pressed the fluoro pedal on the foot switch, the artis live monitor on ld went black. After a few seconds the system switched to "bypass" and they were able to perform fluoroscopy. A system restart was attempted, however, the operator chose to abort the procedure. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.